Event description:
It was reported when the kit was opened it was immediately noticed that the wire was hanging out of the advancer and was bent. The cover of the j-tip of the wire was separated in the kit. A new kit was opened and used without any problems. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4). The report that the spring wire guide was kinked was confirmed through examination of the returned sample. The customer provided two photos for analysis, and they showed a kinked guidewire partially advanced out of the advancer assembly. The straightener tube and end cap are separated from the advancer assembly. The customer returned an opened cvc kit including: a single guide wire and an 18ga introducer needle for evaluation. The guide wire was returned within the advancer tube, including the straightener tube and distal j-bend cap (which indicated the advancer was reassembled by the customer after the customer photos). The returned components showed no evidence of use. The guide wire was observed to have two kinks towards the distal end of the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed both kinks and one of the kinks had offset coils. Both welds were present and were observed to be full and spherical. The kinks in the guide wire measured 18mm and 26mm from the distal tip, the offset coil was at the 18mm with the first kink and the overall length of the guide wire measured 602mm via calibrated ruler which is within the specification of 596-604mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.790mm via calibrated microm eter which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The functional inspection was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and the returned 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. Additionally, the instructions-for-use (IFU) provided with the kit warns the user, "do not use if package is damaged". A device history record review was performed, and no relevant findings were identified. The kinked section would have been located within the swg advancer while the bend would have been located within the straightener tube and distal j-bend cap, protecting it from damage. Therefore, it could not be determined when the damage to the guide wire occurred. Based on these circumstances, the root cause of this investigation was undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported when the kit was opened it was immediately noticed that the wire was hanging out of the advancer and was bent. The cover of the j-tip of the wire was separated in the kit. A new kit was opened and used without any problems. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4)